Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and an octaray, galaxy, 48p, 3-3-3-3-3, f-curve. There was foreign material issue occurred. It was reported that at the time mapping was completed and the physician was removing the octaray, galaxy, 48p, 3-3-3-3-3, f-curve from the patient through the carto vizigo¿ 8.5f bi-directional guiding sheath - large, there was some resistance. When pulling out the catheter to bring it out, there was a long flexible piece of plastic that came along with it. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the octaray, galaxy, 48p, 3-3-3-3-3, f-curve were replaced. The case continued. No patient consequence was reported. The investigation was completed on 23-nov-2022. According to the pictures provided by the customer, an unknown foreign material was observed. The source of the material cannot be determined by the picture. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root case of the complaint. The device was returned to biosense webster (bwi) for evaluation. A visual and dimensional inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. A dimensional inspection was performed and the device passed within specifications. Pictures sent by the customer were also reviewed showing the octaray and vizigo devices, along with a large shred of plastic-looking foreign material. Based on the event description and the photo evidence sent by the customer, the foreign material issue was confirmed for the photo investigation; however, based on the investigation performed, no damages or anomalies were observed on the octaray device and the dimensional inspection revealed no anomalies. Therefore, the root cause of this issue may be related to the vizigo device; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material and resistance with sheath issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo analysis and customer reported ¿resistance with sheath¿ and ¿foreign material¿ issues. -investigation findings: environment problem identified (c15) / investigation conclusions: cause not established (d15) were selected as related to the customer reported ¿foreign material¿ issues. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to customer reported ¿resistance with sheath¿ and ¿foreign material¿ issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and an octaray, galaxy, 48p, 3-3-3-3-3, f-curve. There was foreign material and air flowed back into the side port issues occurred. It was reported that at the time mapping was completed and the physician was removing the octaray, galaxy, 48p, 3-3-3-3-3, f-curve from the patient through the carto vizigo¿ 8.5f bi-directional guiding sheath - large, there was some resistance. When pulling out the catheter to bring it out, there was a long flexible piece of plastic that came along with it. It is unknown the origin of the flexible plastic string. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the octaray, galaxy, 48p, 3-3-3-3-3, f-curve were replaced for safety issues. The case continued. No patient consequence was reported. Additional information was received. The damage did not result in wires and/or braid being exposed or in any lifted or sharp rings. There was resistance noted as the physician was removing the octaray, galaxy, 48p, 3-3-3-3-3, f-curve from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The detachment appears to be total, but there was no way to assess since the plastic came out with the octaray, galaxy, 48p, 3-3-3-3-3, f-curve from the inside of the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The physician was particularly concerned about this since there was no way to assess this or confirm this did not enter the patient¿s body. None of the parts noted were detached. No physical damage observed to the external portion of the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The bwi sales consultant has no idea what broke or where the plastic came from. Striations are noted on the long piece of plastic that came out. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not become detached. The sheath was being used on the patient. Air did not enter the patient¿s body. No blood return was observed. Pictures were provided. Clarification was received on information initially provided of total detachment. Response stated, ¿the bit of plastic was pulled out along with the octaray, galaxy, 48p, 3-3-3-3-3, f-curve from the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The doctor was not sure if it came from the carto vizigo¿ 8.5f bi-directional guiding sheath - large or octaray, galaxy, 48p, 3-3-3-3-3, f-curve.¿ after initial review of the picture of the sheath, assessed the returned condition as MDR reportable for air flowed back into the side port under the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The foreign material was assessed as MDR reportable under both the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the octaray, galaxy, 48p, 3-3-3-3-3, f-curve as it was unclear where the material came from. The resistance with sheath issue was assessed as not MDR reportable under the octaray, galaxy, 48p, 3-3-3-3-3, f-curve. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.

Manufacturer narrative:
Additional information was received on 07-feb-2023. Needle was not used during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).